Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the system printed circuit board assembly (pcba) was replaced on the device and now the device is displaying a vent inop error message. The philips rse informed the customer to press the alarm silence button and then insert the universal serial bus (usb) with the loaded software. The customer did this process, and the software started to load. The customer loaded the software, and the device will turn on properly. The philips rse dispatched a philips field service engineer (fse) to the customer site. The philips fse evaluated and determined the system pcba needed to be replaced on the device. The philips fse replaced the system pcba to address this issue. After replacing the part on the device, the philips fse performed the final tests on the device. The final tests passed, and the philips fse returned the device for clinical use.